Manufacturer narrative:
The following publishment was reviewed: title: a case of innominate artery transection for rebleeding after viabahn implantation for tracheorrhagia due to tracheo-innominate artery fistula. Source: official journal of the 186th meeting of the kanto koshinetsu area in the japanese association for thoracic surgery 2021: p.18 (the meeting was held on june 5, 2021). On an unknown date, the patient (a child with severe motor and intellectual disabilities) underwent a tracheostomy. On an unknown date, tracheorrhagia due to tracheo-innominate artery fistula occurred. For repair, a small diameter stent graft (gore® viabahn® endoprosthesis with heparin bioactive surface / viabahn device) was implanted in the fistula. On an unknown date (3 months after the stent graft implantation), due to rebleeding caused by infection, innominate artery ligation and transection was performed and the stent graft was removed. Even after the infection, the fistula was still covered by the stent graft, and intraoperative bleeding could be controlled. Due to an unknown lot/serial number and no device return, an investigation could not be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following publishment was reviewed: title: a case of innominate artery transection for rebleeding after viabahn implantation for tracheorrhagia due to tracheo-innominate artery fistula. Source: official journal of the 186th meeting of the kanto koshinetsu area in the japanese association for thoracic surgery 2021: p.18 (the meeting was held on june 5, 2021) on an unknown date, the patient (a child with severe motor and intellectual disabilities) underwent a tracheostomy. On an unknown date, tracheorrhagia due to tracheo-innominate artery fistula occurred. For repair, a small diameter stent graft (gore® viabahn® endoprosthesis with heparin bioactive surface / viabahn device) was implanted in the fistula. On an unknown date (3 months after the stent graft implantation), due to rebleeding caused by infection, innominate artery ligation and transection was performed and the stent graft was removed. Even after the infection, the fistula was still covered by the stent graft, and intraoperative bleeding could be controlled.